Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a guidewire unable to pass through a catheter is inconclusive due to the guidewire not being returned for evaluation. One 5 fr d/l powerpicc and a t-lock assembly was returned for evaluation. Functional tests of attempting to infuse water into the returned catheter was successful, and attempts to insert the returned stylet into the complainant catheter was unremarkable. An attempt to pass a non-complainant guidewire through the returned catheter was successful with no observed resistance. Because the complainant guidewire was not returned for evaluation, the complaint of difficulty inserting a guidewire into the catheter is inconclusive. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during implantation of PICC in v.basílica, it happened that at the end of the procedure, with the catheter already positioned, there was no flow or reflux and the guide wire of the kit did not pass through the lumen of the catheter, requiring the exchange and use of a new catheter. Additional information received 06/30/2023: there was no harm to patient or caregiver. No need for medical or surgical intervention.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that during implantation of PICC in v.basílica, it happened that at the end of the procedure, with the catheter already positioned, there was no flow or reflux and the guide wire of the kit did not pass through the lumen of the catheter, requiring the exchange and use of a new catheter. Additional information received (B)(6) 2023: there was no harm to patient or caregiver. No need for medical or surgical intervention.